Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) certain gold-tite hexed screw (iunihg) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the applicable instructions for use (IFU), and risk files. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specification and conforming when they left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Functional testing could not be performed due to the nature of the device and event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are inadequate treatment planning, misunderstood or overlooked instructions for use, abutment or abutment screw are subject to occlusal or off-axis loading. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the screw for the implant at tooth site #19 fractured and was removed from the implant. No impact to patient.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The device was discarded and therefore will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.